Manufacturer narrative:
No fault was found by philips service, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geometry was stuck, fluoroscopy was not functioning, and the system hang due to mcafee solidifier on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.